Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During surgery aspiration flow was reported to not come out. A used fluidics management system (fms) was visually inspected. The drain bag was detached from the cover of the cassette due to saturation. The drain bag tape was securely adhered on the cover. The ports of the drain bag aligned properly on the exit ports of the cover. The sample was tested using a centurion console. The sample could be recognized, and the service data could be retrieved from the console; however, the sample failed to prime and generated a system message code 162. A leak occurred at the aspiration tubing to cassette insertion. A leak was observed due to a lack of solvent which created channeling between the wall of the cassette and the aspiration tubing. Although the sample generated a message code 162 due to a lack of solvent, it should be noted that an investigation is currently ongoing to determine root cause of complaints of a similar nature. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. To address root cause, manufacturing and engineering teams have been notified of the defect occurrence for production line awareness. A broader investigation is on-going and observations and review of the process by manufacturing and engineering teams have not concluded. Additional actions will be taken based on the root cause analysis. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that aspiration flow did not come out during the cataract surgery. The product was replaced and the surgery was completed. There was no patient harm.